Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the spring compression was weak and it failed the regulator test. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.